Event description:
It was reported that the pt underwent manipulation under anesthesia of right tka with lysis of adhesions.

Manufacturer narrative:
This report will be amended when our investigation is complete.